Event description:
It was reported that the newly implanted cardiac resynchronization therapy defibrillator (crt-d) was suspected to have premature battery depletion (pbd) due to the high-power usage and there is one year remaining of battery life. Data analysis was performed, and there appears to be a hardware malfunction that has reduced the longevity of the battery. Device functions may be impacted, and device replacement was recommended. A replacement procedure has been scheduled for next week. At this time the crt-d remains in service. Received additional information the device was explanted and replaced. The device was returned for analysis. During the device revision this left ventricular (lv) lead was dislodged and was unable to be repositioned. This lv lead was explanted and replaced with another lead. The device and lead revision were successfully completed. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5151288.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.